Manufacturer narrative:
Device evaluated by MFR: the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Additionally, customer advised that they were unable to verify the failure reported while testing without nitric. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
It was reported to vyaire medical problem with 3100a ventilator while on a patient when nitric was introduced to the circuit. End users reported that the delta p and the map would not adjust. Furthermore, there is no information regarding patient impact.